Manufacturer narrative:
The investigation of the device and the logbook showed that the known technical error "poti: o2 unplugged" has occurred. This error can lead to discontinuation of ventilation and is associated with an optical and acoustical alarm. On march 13, 2015, the device has been updated to the new software version v1.04, which includes measures to reduce the occurrence of the error "poti unplugged". However, these measures are only effective when regular device tests are carried out. Since the installation of the new software in march no device tests were performed by the user. The device has detected the error and alarmed as specified. Regular device tests prevent the occurrence of this error.

Event description:
It was reported that the device turned off during transport. According to user, this error repeatedly has occurred. No injury was reported.